Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of twenty-two devices. The visual inspection of the returned products noted twenty-two sealed products. A tactile and microscopic inspection of the sutures was performed with no abnormalities. The retainers were inspected with no abnormalities. Functional testing could not be performed on the sealed because pmv is unable to recreate the conditions where the failure occurred. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the (B)(6) 2017, post- operatively (veterinary), there appeared filament granulomas and seromas in patient.